Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. The customer experienced low blood glucoses. The customer reported blood glucose value of 50 mg/dl. The event involved product(s) mmt-1884l, mmt-332a, mmt-397a, mmt-7040a. Troubleshooting was performed and found that the sensor glucose value was 105mg/dl, and the blood glucose value was 252mg/dl, which was outside of the acceptable range. Insulin delivery was not suspended due to sensor glucose vs blood glucose event. Explained sensor may have no longer been responding to glucose changes. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a.